Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that the optics appeared mirrored with the endoscope, resulting in "up" being "down" and "left" being "right." The customer reported event has no report of patient injury.

Manufacturer narrative:
The endoscope was escalated to advanced failure analysis after initial evaluation could not reproduce the issue. Review of the customer system logs showed an error 48361 ¿ vsd_info_stereo_cal_checker_error. Log review showed error 48361 occurred due to a bad endoscope initialization. The stereo calibration check failed because the captured images lacked sufficient texture or illumination, which is not a device issue and can be resolved by reconnecting the endoscope. No other performance errors were found. The endoscope passed all functional and electrical tests, with no evidence of a device malfunction. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found error 48361 was due to poor image texture or lighting during calibration, not a device issue. Endoscope passed all tests, confirming normal function. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The reported inverted image issue was not replicated nor confirmed by failure analysis. However, there were additional observations identified that were not reported by the site. The endoscope was analyzed and found to have a camera instrument adapter defect. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and the gears were confirmed to be binding. The camera instrument adapter was removed from the endoscope housing and analyzed and found to have a damaged bearing within the camera instrument adapter shaft as a result of the excessive friction.

Event description:
Refer to h11 for follow-up information.